Event description:
Related manufacturer reference number: 3006705815-2022-16418, 1627487-2022-04901. It was reported that during ipg explant procedure on (B)(6) 2022 (related manufacturer reference number: 3006705815-2022-16418), the leads were cut and left in situ. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.